Event description:
It was reported that during an open reduction internal fixation (orif) surgery, it was observed that the battery reamer/drill device was not holding the wire driver. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.